Manufacturer narrative:
The date of event was (B)(6) 2015. The exact day is unknown. (B)(6). Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when the nurse was trying to activate the safety mechanism on the device, the safety lock slide did not advance over the needle and the nurse was stuck in the left thumb. The nurse was sent to the emergency room for follow up and had lab work immediately according to the hospital protocol. The source patient was also drawn for baseline studies and the results were negative. According to protocol, the nurse had follow up labs done at 6 weeks and 12 weeks and she will have additional labs at 6 months and 12 months following the incident. One dose of prophylactic medication was given to the nurse prior to receiving the source patient's lab results.